Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and verified issue; found the standalone board was not working properly; installed parts; performed system checkout; system fully functional b01, c02, d02 are applicable the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed powersupply ps1 in system. Measured 5.16vdc on the 5vdc output of the ps1. The system initialized and readied on each power cycle. All 2d and 3d images were successful. No fault found while under test. B01, c19, d14, g02027 are applicable the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Visual inspections shows component r21 was electrically over stressed. Faulty stand alone pcba. B01, c02, d02, g04060 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot#: (B)(6) rev. F, product ID: bi71000225, serial/lot#: (B)(6) rev. R. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the pendant displayed radiation disabled and initializing system, please wait. Site also reported a door open message on the pendant. Site does not have another imaging system. As a troubleshooting step reported the dongle appeared to be loose, confirmed that the image acquisition system (ias) key was not damaged and horizontal. Site reboot the system with the umbilical disconnected but still in systems initializing, please wait, radiation disabled, and door open. Re-open and close the door and door open message went away. Site redock the gantry, and the reboot the system with the umbilical connected, booting up the mobile view station (mvs) first but still in systems initializing, please wait and radiation disabled this issue occurred pre-operatively. There was no reported impact to the patient outcome. No additional information was provided.

Manufacturer narrative:
Additional info: updated b5 and annex f code (f1908). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "there was 30mins of delay".